Manufacturer narrative:
Due to character restriction in block e1. Additional initial reporter name and email address is (B)(6). Updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 , e3 , e1 ( initial reporter , event site email ). Corrected field : b1 , h6 ( medical device ¿ problem code ). A getinge field service engineer (fse) evaluated the unit for the reported helium leak condition. During troubleshooting, no leak was identified. The reported issue was not duplicated during the assessment.all safety and functionality checks were performed per the service manual and met factory specifications. The device was confirmed to be operating as intended and was returned for clinical use.

Event description:
N/a.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak after being replaced and not used. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.